Manufacturer narrative:
This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. The device has been returned; however, the investigation has not commenced to date. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted.

Event description:
It was reported to conmed that, "dr. (B)(6) was performing a lap chole. When he went to clip the cystic artery and cystic duct the clips were not holding in place." It was also reported that there was no patient injury.

Manufacturer narrative:
The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. Three (3) previously used 530 clip appliers with lot stamp 1311121 were returned for evaluation. There were two (2) reported issues, only one device was reported for clips "not holding in place". It was not distinguishable which device was for which failure mode, therefore, all returned devices were tested for the inability of the clips to stay on tissue. All devices were evaluated with the manufacturing engineer and quality engineer assigned to (B)(4) clip appliers as follows: evaluation of device #1: there were twelve (12) clips remaining in the cartridge and one (1) clip loaded in the jaws out of the originally loaded twenty (20) clips. All of the clips were loaded, fired, and formed with no apparent defects. The formed clips were then given to a manufacturing operator to measure eye closure, visually check for proper formation, and drop them through the go-no-go gage to check for straightness. All of the clips were found to pass normal production requirements. Therefore, complaint failures were not reproduced for device #1. Evaluation of device #2: there were two (2) clips in the cartridge and it was visually apparent that the jaws were wide. It was noted that the clip stop was not damaged. Jaw width was measured using a calibrated pin gage set and measured above specification. Clips were loaded and fired. The formed clips were scissored and the eye gap was obviously excessive. Therefore, device #2 was considered confirmed for "not holding in place". The cause of this complaint is widened jaws, resulting in improper formation of clips. The consensus of the evaluation team was the root cause is most likely use related. Past investigations have shown that widened jaws can occur when firing a clip over an already placed clip and/or using the jaws to manipulate tissue. It is unlikely that a clip applier with widened jaws would be released by manufacturing, since functionality and visual inspection of each device is performed prior to product release. Evaluation of device #3: there was only one (1) clip remaining in the cartridge. The clip was loaded, fired, and formed with no apparent defects. The formed clip was then given to a manufacturing operator to measure eye closure, visually check for proper formation, and drop them through the go-no-go gage to check for straightness (see attachment). The clip was found to pass normal production requirements. Therefore, complaint failures were not reproduced for device #3. To mitigate these issues, each device is verified in manufacturing to function properly before release by firing and inspecting four (4) clips. The first clip is inspected for poor closure and scissoring. The second clip is fired and dropped through a go/no go gage and eye gap is measured under the vision system. The cartridge is then rotated 90° and the third clip is quickly fired. The device is tapped to check that the fourth clip is held in place. The fourth clip is checked for eye gap with the go/no go gage. The 20 clips in the cartridge are checked for "double stack" and "piggy-backed" clips. In addition, the last device manufactured from each shift undergoes a full fire test. The device must fire 20 clips with no more than 2 misfeeds, the device must lock out after firing the 20th clip, and must have no other defect that prevents the device from firing 20 clips. A review of the manufacturing documents from the DHR/lhr for lot 1311121 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. The reported failure could not be reproduced during laboratory evaluation of two of the three devices and reproduced in one device. The identified device with widened jaws has been shown in the past to fail due to misuse of the device for tissue manipulation, or, firing the clip over a previously placed clip. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.